Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2015 with the following findings: during a visual inspection of the pump, the bolus button cover was observed to be torn. The bolus button cover was removed, and the button contact was observed to be inverted and shorted. (B)(6).

Event description:
The pump was returned for investigation. Investigation revealed a bolus button defect. This report is made based on results of investigation completed on (B)(4) 2015.